Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that the lead would not sense an r wave despite several repositionings. The lead was not used. No patient complications were reported as a result of this event.